Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false negative (-) total bhcg (tbhcg) result that was generated by the access 2 instrument for a single patient sample. A patient sample was tested for tbhcg and a result of 0.35miu/ml was obtained. The result was reported out of the lab. The customer re-tested the original sample diluted and bhcg result was 2014.31 miu/ml. An amended report was sent to the physician. The customer re-tested (undiluted and diluted) samples once more and results were ">1000miu/ml and 2009.21miu/ml respectively. No effect to patient was reported.

Manufacturer narrative:
Two levels of qc tested prior to the event were within range. The specimen was plasma, collected into a bd heparin tube without gel and was centrifuged in a stat spin centrifuge for 3 minutes. Testing occurred from the primary tube. Customer did not question any other samples at this time. A field service engineer (fse) was dispatched to the customer's lab: per fse, the issue was isolated to the one patient's sample. The fse performed a diagnostic testing and obtained one replicate elevated. The fse observed peri-pump tubing was getting stretched out which was replaced. "Per the access service manual, tests and troubleshooting section: issues with worn peri tubing would typically cause an elevated outlier for a sandwich assay. The access bhcg assay is a sandwich assa". The fse performed qc. No additional issues noted to date. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.